Event description:
During review of the event history log system error 105 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and found that the motor mount screws were severed. This can cause the system error 105 to alarm. The motor assembly was replaced.